Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/161 diopter, in the patient's right eye (od) on (B)(6) 2017. The reporter indicated lens had excessive vaulting, crowded angles and the anterior chamber was very shallow. On (B)(6) 2017, the lens was exchanged for a shorter lens and the problem was resolved. Patient is happy now. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/161 diopter, in the patient's right eye (od) on (B)(6) 2017. The reporter indicated lens had excessive vaulting, crowded angles and the anterior chamber was very shallow. The surgeon plans to explant and exchange the lens.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found the haptic bent and debris on lens. (B)(4)